Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump, retainer ring, unexplained insulin flow alert, rewinding more than 2 times and deleting the time and date setting after changing the battery. Troubleshooting was performed and found that the reservoir was able to lock in place when inserted into the insulin pump and there was damage to the reservoir compartment and battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test, and sleep current measurement test. Test p-cap locked into the reservoir tube successfully. No rewind anomalies and insulin flow blocked alarms noted during testing. No insulin flow blocked alarms were noted in the history files on or near the event date. Switched out batteries and found the time/date settings reverted to previous time/date settings. Other setting options were functioning properly and did not change when swapping batteries. Pump was cut open and found dried insulin in the motor slide, a corroded home switch, and evidence of moisture damage on pcba 1 and motor. The following were noted during visual inspection: battery cap contact missing, corroded battery tube, cracked retainer, broken reservoir tube lip, missing display window/cover, broken battery tube threads, cracked case (battery tube), label damage (faded, peeling), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. In summary, rewind anomaly and insulin flow blocked alarm during unknown timing were not confirmed during testing. Pump passed full drive test. Cosmetic damage confirmed at the retainer ring, reservoir compartment, and battery compartment. P-cap was able to lock into the reservoir compartment properly. Time/date settings changed during battery swap was observed; however, other settings were not changed. Pump exposed to moisture confirmed on pcba 1 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.